Manufacturer narrative:
Retainer = clear on (B)(6) 2021 the customer alleged battery failed alarm and critical pump error (open book) alarm after water exposure. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing serial number label, pillowing keypad overlay, and case cracked at the corner of the belt clip rails. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. The pump was cut open to perform a visual inspection and moisture damage was found on the pcba 1, pcba 1 40 pin flex connector, pcba 2, the motor, and force sensor. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 4 and 63 alarms). The history files shows three (3) pump error 4 alarms 05/29/2021 at 13:34, 13:58, and 14:16 and one (1) pump error 63 (variable 28) alarm (B)(6) 2021 at 14:16 due to moisture damage on pcba 1, pcba 1 40 pin connector, and pcba 2. Per r&d engineering, suspected hardware error. Critical pump error (open book), pump error 4, and pump error 63 alarms are due to moisture damage on pcba 1 and pcba 2. No unexpected battery failed alarms noted during testing and there were seven (7) failed battery test (battery failed) alarms on (B)(6) 2021 between 13:34 and 14:15 found in the history files. The force sensor zero offset is within specification and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error alarm (open book) alarm and moisture damage are confirmed. Failed batt test (battery failed alarm) is not confirmed. Critical pump error (open book) alarm, pump error 4 alarm, and pump error 63 alarms are due to moisture damage on the electronic assembly (pcba 1 and pcba 2). No unexpected battery failed alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image. It was reported that the battery was failed and customer disconnected and when got back into car she put a new battery and it had a picture of a pump and an x and the user manual she said it was a critical pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.